Event description:
I received a call from pt's wife. She said his abbott heartmate 3 lvad controller started to alarm "battery fault alarm; contact hospital contact". I instructed her to silence the alarm (it will be silenced for 4 hours). I also told her she would have to come to the hospital so we could investigate the alarm. I assured her, that her husband was perfectly safe on batteries and the problem was with the backup battery. I assured her, the pump was running as indicated by the presence of the green pump running symbol. Along the way pt did a control alarm check, and when it was concluded the yellow wrench and message disappeared. Once they arrived there was in fact no further alarms, however the battery fault alarm was noted during vad interrogation. It lasted for about three hours, as the patient described. The backup battery was replaced since the alarm occurred and they traveled so far.